Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer was advised to remove battery and insert battery alarm displayed on the screen. Customer stated that the contacts on battery cap were neither missing nor damaged, but battery compartment and spring was corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.